Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up the patients device could not be interrogated. Last interrogation took place in september. No intervention or patient symptoms were reported.